Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported the device seal tore during case. Opened another device to complete the case. There was no consequence to pt.